Event description:
It was reported that a trained physician attempted closure of the common femoral artery using the starclose device after a diagnostic procedure. Reportedly, resistance was felt advancing the thumb advancer and the clip deployed in the distal end of the exchange sheath. Hemostasis was achieved with manual compression. There were no adverse pt effects. No add'l info was available.

Manufacturer narrative:
The investigation of the returned device revealed an elongated and damaged exchanged tube with the deployed clip captured in the distal end of the device and a damaged vessel locator. Also observed was a damaged trigger button and trigger pin guard. These last two observations account for the "resistance" felt during trigger button deployment and indicate that the trigger button was depressed prior to the thumb advancer being in total alignment with the finish arrow. The root cause for the noted elongation and damage to the exchange tube, and the damaged delivery tube, vessel locator and captured clip were not determined as there was no detected malfunction of the device. Additionally, the device history record DHR review yielded no abnormal findings.